Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Stenosis is a known adverse event associated with coronary stenting as noted in the xience v instructions for use. These known patient effects are not necessarily an indication of a product deficiency. There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction during the index procedure. A cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring additional stenting. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure was performed in 2008. There were four lesions, all of which were pre-dilated. The mid cx was treated with a 3.0 x 18 mm xience. The distal cx was treated with a 2.5 x 12 mm xience. The mid rca was treated with a 2.75 x 23 mm xience and a bare metal stent. The distal rca was treated with a 2.75 x 15 mm xience. During a follow-up visit, in 2009, the mid rca (xience) was found to have in-stent restenosis. The restenosis was treated with a new des stent. The patient was discharged two days later, with no complications. No additional event or patient information is available.